Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with a new device.

Event description:
Per the clinic, the patient experienced an infection at previous baha implant and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The patient underwent a surgical procedure on (B)(6) 2023, to perform incision in order to drain the infection site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the correct device sn is (B)(6); not (B)(6) as previously reported. Per the clinic, it was also reported that patient underwent a surgical procedure to clean and closure of the wound on (B)(6) 2023.